Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Date of event - could be (B)(6) 2014. Date explanted - could be (B)(6) 2014 . There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-01700 / 01701 / 01723). Device retained by attorney.

Event description:
Patient's legal counsel reported that patient who underwent a right total hip arthroplasty was revised approximately 6.5 years after initial implantation and again 6 months later, allegedly due to metallosis, loosening, pain, elevated metal ions, and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2016-01700 / 01701 & 04693 / 04394).

Event description:
Patient's legal counsel reported that patient who underwent a right total hip arthroplasty was revised approximately six years after initial implantation allegedly due to metallosis, loosening, pain, elevated metal ions, and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a right hip revision procedure approximately six years post-implantation due to loosening of the acetabular component, staph infection, elevated metal ion levels and pain. Purulent gray-colored fluid, bone loss, inverted cup, lytic and damaged tissue, trochanteric fibrous tissue, hard and sclerotic acetabular bone, metallosis, metal debris, scar tissue, bony nonunions, and bone collapse were noted during the procedure. The acetabular cup, femoral head and stem were removed and replaced with competitor product.